Event description:
Customer states she is experiencing blood glucose versus sensor glucose issues. She states her blood glucose was 77 mg/dl and her sensor glucose was 164. Customer states the previous night before call, her blood glucose fell to 39 mg/dl and sensor glucose was at 84. Sensor will be replaced. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened or used sensor and performed bicarbonate buffer test dop114-830. The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.